Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls for tni-ultra were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and inspected and cleaned the luminometer. The cse also inspected the wash station, port dispenses, pumps, probes, syringes, and tubing and fitting. The cse did not find any hardware issues. The cse ran quality control and precision testing. A siemens headquarters support center (hsc) specialist reviewed the event data and determined that the issue was related to sample. The hsc specialist indicated that pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. The cause of the discordant, falsely low tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low cardiac troponin-I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the alternate advia centaur cp instrument and on the original instrument (s/n: (B)(4)), resulting higher both times. The repeat result obtained on the original advia centaur cp instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tni-ultra result.